Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump alarmed with downstream occlusion (dso) issues and occlusion alarm" was not replicated/duplicated and the probable cause was unknown. The device passes all tests including the dso tests". Three dso tests were performed, and all were within specification. Based on the review of complaints it was determined that a previous repair for ¿the device had a known occlusion alarm¿ on an unidentified date was related to the current complaint.

Event description:
It was reported that the pump alarmed with downstream occlusion issues and occlusion alarm. The event occurred during set up.